Event description:
Caller reported that insulin gauge displayed an amount different than expected, leading to a fill estimate issue. There was no adverse impact to the customer's blood glucose level. Caller completed the necessary steps to remove air from the cartridge, used room temperature insulin, and did not overfill or reuse the cartridge. Technical support assisted in reloading the same cartridge, but caller declined to deliver a bolus to update the insulin estimate. Caller was advised to monitor the issue and follow up if necessary.